Event description:
It was reported by service report that the patient left siderail would not lock and the motion interrupt pan was missing. It was also reported that the sheathing on the power cord was damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by service report that the patient left siderail would not lock and the motion interrupt pan was missing.

Manufacturer narrative:
Follow up being submitted to reflect the issue of the sheathing being damaged on the power cord.

Manufacturer narrative:
Result- siderail timing link, motion interrupt pan.